Manufacturer narrative:
479888 lead implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) potentially inappropriately withheld defibrillation therapy during a ventricular tachycardia (vt) episode that the device classified as supra ventricular tachycardia (svt). Follow up confirmed the device withheld therapy for ventricular tachycardia (vt) due to the svt discriminator device feature that helps prevent inappropriate detection of atrial fibrillation (af) with rapid ventricular response as a ventricular tachyarrhythmia. No intervention was performed pertaining to the device and the patient was placed on an antiarrhythmic medication. The crt-d remains in use. No further patient complications have been reported as a result of this event.